Event description:
It was reported on that this patient that the patient¿s device was interrogated that day and high impedance for the patient¿s model 104 device was observed. This high impedance was noted on (B)(6) 2015. On (B)(6) 2015 the impedance was 9343 ohms. The patient¿s current settings are 3.5 ma / 30 hz / 500 usec / 30 sec / 5.0 min / 3.5 ma / 60 sec / 500 usec. The patient was referred for surgery but replacement has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent a full replacement on (B)(6) 2015. An attempt has been made for product return but the device has not been received to date.